Event description:
On (B)(6) 2012, pt came in for annual check up and physician discovered she had a cornual molar pregnancy. On (B)(6) 2012, physician performed a hysterectomy on the pt. Pt was asymptomatic. Pt dp had the essure procedure on (B)(6) 2007 and her hsg on (B)(6) 2007, she had four trailing coils on each side. The pt is fine post surgery.